Event description:
It has been reported to philips that the device did not start. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite confirmed that the system was unable to boot up. Analysis of the system log file confirmed the reported malfunction and problem with the suite pc. Using a pc diagnostic tool, fse found the problem with the suite pc. The defective suite pc was returned for analysis, and it was concluded that the failure of the suite pc was due to failed hdd bay component. Fse replaced the suite pc and reinstalled the software. After replacements of suite pc and reinstallation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.